Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the root cause to be isolated to a faulty main printed circuit board. The main printed circuit board was returned to the failure analysis lab where the reported failure was reproduced and isolated to a faulty transducer.

Event description:
The customer stated that this unit is alarming transducer fault while on a patient. The flow sensor and diaphragm was replaced however this did not resolve the issue. The unit continued to ventilate and there was no harm. The ventilator was changed out.